Manufacturer narrative:
Investigation revealed the runaway condition was able to be recreated when a high impedance ground connection (marginal ground connection) going from the drive to the encoder was simulated by adding a 24 ohm resistor in series with the ground line. The effect was a reduced encoder voltage causing the encoder not to function as intended. This resulted in a loss of commutation in the motor that caused the treadmill belt to run in an uncontrolled manner. The exact cause of the commutation loss is not known and the event has not been duplicated without the addition of resistance to the encoder ground line. A design mitigation has been proposed by (B)(4) that will detect commutation loss and disable the drive when the reported condition occurs. This mitigation will be implemented to correct the impacted treadmills in the field.

Event description:
The customer reported that while doing a bruce protocol stress test, the treadmill went into overdrive when going into stage 4. When the kill-switch was hit, the treadmill slowly reduced speed to fully stop instead of being instantaneous. The emergency stop button also did not work as expected. There was no patient injury reported.

Manufacturer narrative:
Patient information is unknown. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.